Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was 1700 mg/dl. Customer stated that she was incoherent and had a hematoma on her forehead, but she does not remember if she had fallen. Customer stated that she was not wearing the insulin pump at the time of hospitalization, but her infusion set was still attached to her site. Nothing further was reported.